Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This rv lead was capped and replaced due to increased impedance and threshold levels on an rv pace dependent patient. No adverse patient events were reported. Should additional information become available, this file will be updated.